Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) needed to be explanted since it was suspected that it was not long enough for patient's anatomy. A new device was implanted adding rear tip extenders to the cylinders. No patient complications were reported.